Event description:
It was reported that the charging port was damaged and loose, there was no adverse impact to the customer's blood glucose level. The customer declined further follow-up from the support team, and no additional information regarding the outcome of the event was received.